Event description:
It was reported that the patients lead had migrated out of the epidural space and was confirmed through xray. The patient was supposed to have the lead replaced however, the physician was having difficulty inserting the new leads due to the fusion from sacrum. The patients were explanted and the explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: (B)(4).